Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit onto the pump. It was reported that the cartridge o-ring was missing from the cartridge. Additionally, it was reported that damage to the pump housing caused difficulty loading cartridges. The customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.